Event description:
Monopolar cord hooked up to bovie machine with surgery in progress. Coag on cautery not effective. Checked connection, cord hot to touch. Cord then sparked and fell apart at base of connection to bovie. No injury to bovie site on pt.